Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 9 cm and 10 cm depth markings. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reas0486 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted on (B)(6) and has since reported to leak. On (B)(6) 2017 - the returned sample showed the leak between the 9 and 10 cm depth markings. There was no tape residue around the leak or evidence that this area was external to the patient. Additional information reported: PICC was inserted (B)(6) 2016 with two attempts in the left basilic. PICC was successfully placed in the left brachial on the third attempt. Facility reported that they use 10 ml luer lock syringes. Securement devices used: bard statlock or grip-lock and steri strips. A new line was placed on (B)(6) 2016. The reported leak was 8 cms internal from the insertion site. Patient was receiving abvd chemotherapy. Line had been in place for four months. No patient injury reported.